Event description:
Customer reported the power button is missing on the alarm. Customer did not provide a date when this was discovered. No pt incident or injury reported.

Manufacturer narrative:
Eval, results: eval of the returned product did not confirm the reported issue; the power and hold buttons are not missing but do have signs of damage to them. However, the alarm powers on and while testing the low battery function, the alarm lost power. The low battery led light is faint. Re-installed the batteries and the unit has power but the tone and voice has a static sound. The screws on the back of the alarm case have rust on them. More info received is the voltage regulator is low. Note: the instructions for use state: the low battery light will flash red when new batteries are needed. Change batteries at once. (B)(4).